Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: nurse - unit manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved failed to deploy. The anchor and collagen were still attached to the device after removal from the patient. Additional information was received on 01 jan 2022: the procedure prior to use of closure device was performed was a transarterial chemoembolization (tace) procedure. The ir reported that they had the device sheath in the correct position in the femoral artery (fa) and heard the click of the device when connecting into the sheath. When pulling the entire angio-seal device away from the patient, the ir noticed that there was no visible suture, and was able to pull the device out without any resistance. The angio-seal hadn't been deployed. The device delivery system was then cut open to check that the anchor and collagen plug were still in the device and not in the patient. The anchor and collagen plug were located in the correct position. When the angio-seal was originally removed from the patient, it was fully intact. Manual compression was performed for twenty minutes. Hemostasis was achieved. The sheath size used was a 5 fr 10cm terumo femoral sheath.the patient was in stable condition and angio- seal not deploying didn't cause any issue for patient. The blood loss was less than 250cc's.

Manufacturer narrative:
On the initial reported it was reported in section b5 that the additional information date was on 01 jan 2022, however the correct date the information was received on was 18 jan 2022. One 6 fr angio-seal vip was returned. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor, collagen, and tamper tube were found to have been deployed from the device. The distal tip of the hemostasis sheath and carrier tube were found to have been cut open. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).